Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that on the 5th day after the foley catheter placement the balloon burst. Also stated on (B)(6) 2022 the catheter was placed after the operation. On (B)(6) 2022 upon attempt to remove the catheter only 2cc of water was removed. The balloon was difficult to remove and urine leaked from the side of the urethra. Also stated the CT showed that the balloon had deflated, so the catheter was pulled and removed. The balloon had been ruptured.

Event description:
It was reported that on the 5th day after the foley catheter placement the balloon burst. Also stated on (B)(6) 2022 the catheter was placed after the operation. On (B)(6) 2022 upon attempt to remove the catheter only 2cc of water was removed. The balloon was difficult to remove and urine leaked from the side of the urethra. Also stated the CT showed that the balloon had deflated, so the catheter was pulled and removed. The balloon had been ruptured.

Manufacturer narrative:
The reported event is confirmed, cause unknown. The used three-way latex foley catheter was returned without the original packaging. Two photo samples were submitted showing a burst in the balloon. The balloon on the physical sampler was observed to be burst with no missing pieces; although a specific cause cannot be determined, a potential root cause for this event could be, "high modulus latex". No manufacturing issues or non-conformances were noted during review of the DHR that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "using a needle-less syringe, infuse the specified volume of sterile water into the inflation lumen to inflate the balloon." "When deflating the balloon, do not aspirate with a syringe." The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.